Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported patient's left hip was revised due to dislocated constrained liner. Patient fell two times that caused the dislocated liner. The shell and screws were all revised.

Manufacturer narrative:
An event regarding dislocation involving a tritranium shell was reported. Conclusion: the reported event states that patient fell two times that caused the dislocated liner. No alleged deficiencies were made against the shell. Based upon the provided information it is concluded that there is no indication that the product reported in this investigation contributed to the event and it is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient's left hip was revised due to dislocated constrained liner. Patient fell two times that caused the dislocated liner. The shell and screws were all revised.